Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call that the insulin pump received an excessive no delivery alarm. The patient's blood glucose at the time of incident was 280 mg/dl. Troubleshooting was initiated and no visible bubbles were detected after priming the pump. The customer was advised to change the entire infusion set. During troubleshooting, the customer discovered a button error alarm in the alarm history. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
All buttons functioned properly. However, found light moisture damage on the keypad traces. No button error alarm was noted during testing. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked belt clip slot.